Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular lead (rv) had loss of capture thought to be from oversensing/noise during a surgical procedure. The sensitivity was adjusted and the lead and device remained in use. Shortly after this incident the patient experienced collapse and loss of consciousness. The r-wave was noted to be decreasing and no output on the implantable cardioverter defibrillator (ICD). A sensing problem with the device was suspected as well as a micro dislodgement of the rv lead. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis was performed and no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.